Event description:
It was reported by service report that the head end lift stuck in high height and electrical functions were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end lift power coil cable conductors.